Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor was leaking from the point where the tubing meets the white connector. The leak was observed during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: the device was manufactured (B)(4) 2017 - (B)(4) 2017. The actual device was not available; however, a photograph was provided for evaluation. The photograph provided was not of the actual sample, as the customer confirmed no images of the actual sample was available. Visual inspection of the photo could verify the reported issue. Functional testing must be performed on the actual device in order to verify the accuracy of the alleged device. Therefore, the reported event could not be objectively verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.